Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high ventricular rate episodes due to lead noise were observed. The lead was explanted and replaced. No visual lead damage was observed during the replacement; however, the lead was damaged during explant. The patient was stable.